Event description:
In 2006, a physician implanted an xact stent using the emboshield embolic protection system. A dissection of the right distal internal carotid artery occurred during implantation. Patient recovered with an unknown intervention. Patient was admitted to the hospital 2 weeks later after experiencing an acute myocardial infarction and a right hemisphere cerebrovascular accident. Both were treated with unknown medications.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.